Event description:
It was noted that the patient expired after explant of the device. Medical safety review of the event noted that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
B2: date of patient death unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06905 was provided in sections b1, b2, b5, d6, h1, and h6.

Event description:
The user facility reported a 60-year-old male patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that when the physician was repositioning the impella, while taking the dressing down the integrity of the sterile sleeve was compromised. The team was advised to use betadine and a sterile dressing. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported product damage has been completed. The impella device nor sufficient clinical details were provided for evaluation. Therefore, the root cause of the reported issue could not be determined.